Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged.

Event description:
It was reported that that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right arial lead revealed dislodgement. No electrical malfunction was reported. The dislodgement was confirmed with imaging. The right atrial lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.